Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor memorygel breast implant 400cc gel breast prostheses. Left breast prosthesis rupture and capsular contracture baker grade iii, were diagnosed with mammogram. As a result, the patient is scheduled for unilateral removal and replacement on (B)(6) 2018.

Manufacturer narrative:
On september 6, 2023, mentor received additional information indicating that the patient's date of explantation has been updated to (B)(6) 2023. The patient's implants were replaced bilaterally, with the following devices: (left) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9916443 sn: (B)(6), and (right) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9916443 sn: (B)(6).

Manufacturer narrative:
On october 4, 2023, the mentor failure analysis lab received the device for evaluation. On october 10, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 400cc breast implant was found to be ruptured and received in two (2) parts. A microscopic examination was performed, and the cause of the rupture could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A second product was received (264404). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
The device history record (DHR) of lot number 266704 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).